Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of scope detection does not work was confirmed. The service technician observed bent pins inside video connector causing unstable image on the scope. Video connector was replaced. Unit has up to date main switch and software version. The cause can be attributed to a connection failure. No further information was reported.

Event description:
The customer reported to olympus that the scope detection does not function. Bent pins were observed where the scope was entered. Error 310 and scope unrecognized message prompted. There was no patient injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-05387. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined that a communication failure between the scope internal and the scope connector socket terminals due to the buckling of the terminals inside the scope connector socket. Terminal buckling is considered to be an event caused by use in combination with the scope. Olympus will continue to monitor complaints for this device.